Event description:
It was reported on (B)(4) 2015 that the outer packaging of the extension was open and cracked as though it had been dropped. The inner product was still sealed, but the doctor did not want to use it. The issue was noticed on (B)(6) 2015 prior to the procedure and none of the product was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Mfg site ID was updated to 6000153. Analysis of the extension found the extension packing was damaged. The extension was received in a sealed tray. The tray was observed to be cracked and damaged at one end. A separate piece of the tray was also received. It could not be determined how the damage occurred. The extension kit was not opened and the extension was not electrically tested to preserve the damage.